Event description:
It was reported to boston scientific corp that a radial jaw 3 single-use biopsy forceps was used during a gastric biopsy procedure performed on (B)(6) 2009 (pt age unk, however over 18 years). According to the complainant, during the procedure, it was noticed that the jaws of the forceps were twisted. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be well.

Manufacturer narrative:
These codes were selected by the MFR based on info obtained from the user facility. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).